Event description:
A company rep reports a case of alcl. During the investigation, the surgeon reports the pt had an MRI, a complete capsulectomy with cytology taken. The cytology report was negative at that time. However, two months later, the capsule was reported as positive for alcl. The pathology has not been received to allergan at this time. The investigation is still ongoing and any new info will be forwarded.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.